Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump is giving gas gain in iab circuit and autofill failures alarm. The rn, called for assistance to help troubleshoot the alarm. The alarm was going off for weeks. The rn verified correct troubleshooting steps but that the alarm consistently goes off every 2-3 minutes requiring them to perform a fill. It was reported that several times the pump hasn¿t restarted immediately. It was suggested she go ahead and change out the console, however, they had no backups given they had changed it out several times already. Rn turned down the augmentation by two bars, but the patient did not tolerate the change as noted by a 30-point drop in her augmented pressure. It was recommend to change out the console and use a rental pump during this time. Related balloon complaint# (B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that unit showing 585 number 37 faults. To fix this issue fse replaced pneumatic module assembly, li-ion battery packs because they were out of date. Replaced rtc nvram ic because it was out of date. Part number 0012-00-1688-01, reel, ac power cord was defective and was replaced. Replaced o-ring, buna-n 1-008 n70, it was due to be replaced. The cardiosave iabp completed full, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Device returned for clinical service upon completion.

Event description:
N/a.